Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet device touchscreen was unresponsive. Troubleshooting steps were attempted, however a small crack was observed in the lower corner of the screen. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.